Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet and a 14f amplatzer torqvue delivery sheath were selected for procedure. The 31mm amplatzer amulet was sized using a transesophageal echocardiogram(tee). The implant of the 31mm amplatzer amulet was successful. Reportedly, 4 hours post-implant an echocardiogram was performed and showed that the 31mm amplatzer amulet had embolized into the patient's left ventricle. The patient remained hemodynamically stable throughout the implant procedure. No clinically significant delay in procedure was reported. The 31mm amplatzer amulet was successfully removed following emergency open heart surgery that same day. The patient is currently discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field indicated the physician thought the event may be due to the size of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.